Manufacturer narrative:
(B)(4) date sent 9/15/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the trocar was bending while it was inserted into the body. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch # a9ee93. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5st device was returned with the obturator cannula damaged and bent. In addition, the packaging opened was returned along with the instrument. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the damage observed at analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch a9ee93 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.